Event description:
Pt had bilateral breast implants inserted in 1979. No history of ca. Pt has parkinson's disease. Pt presents to hospital on (B)(6) 2013 with complaint of leaking breast implants and malposition of same. Pre op diagnosis: breast deformity, bilateral malposition of nipple and breasts, bilateral breastosis, bilateral hypomastia. Procedure: explantation leaking right silicone implant, left saline implant, bilateral capsulotomies, capsulectomies, bilateral capsulorrhaphies, mastopexy with implants, breast augmentation.